Manufacturer narrative:
Carefusion received the suspect turbine manifold assembly for failure investigation and was unable to duplicate the original reported issue. During initial bench testing and power up, the turbine manifold assembly passed bench test with normal power up. The turbine worked and rotated normally with a golden testing ltv without producing any disc sense alarm. Visual inspection did not reveal any anomalies; but further internal inspection and investigation found that the turbine manifold assembly was dirty. A dirty turbine could have seized with the dry white/black residue and the unknown white residue inside the turbine assembly. The white residue found on this turbine is consistent with residues that have been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine is exposure to water causing the turbine to corrode. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. The turbine was scrapped after failure analysis. Please note that is intended to be left blank but becomes autopopulated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The turbine manifold was replaced to address the reported issue. Carefusion has requested the return of the turbine for failure analysis. Shall additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to carefusion that the turbine was not rotating. This reported issue was discovered during set up prior to patient use, therefore there was no patient involvement or patient harm associated with this complaint.